Event description:
The customer reported that the bolus button kept scrolling when it was pressed. The blood glucose reading was 250mg/dl. Advised the customer to discontinue the use of the device and revert to a back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).